Manufacturer narrative:
Continued h.6. Health effect- clinical code: e0307, e1906. The events of cellulitis, seroma, abscess, sepsis and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid build up and swelling", "surgeon was removing fluid out of chest twice a week", "pain", "developed boils", "infection, sepsis and cellulitis" and at time of explant "200cc's of pus" was removed.

Event description:
Patient reported left side not device related metastatic breast cancer. Patient additionally reported "fluid build up and swelling", "surgeon was removing fluid out of chest twice a week", "pain", "developed boils", "infection, sepsis and cellulitis" and at time of explant "200cc's of pus" was removed. Device has been explanted. Treatment: antibiotics.